Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 68-year-old male patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs as cable faults and connection advisories. The device was put through extensive testing including power cycling, bench handling, and pacer functionality stress testing without duplicating the report. The defib cable receptacle and the multifunction cable were replaced as a precaution.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.